Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a void in the bond connection between the blood side and atmosphere. The pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the top of the device. The reason for the return was confirmed. Correction d4.2 (expiration date), d5 (oper of dev) <(>&<)> h4 (device mfg date): these field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a fusion oxygenator was observed to be leaking prior to a case, with leaking noted from the small recirculation attachment at the top of the oxygenator and a puddle observed on top of the oxygenator. The device was replaced prior to the case to complete the case. The same leak did not appear in multiple packs. No patient complications have been reported as a result of this event.